Event description:
It was reported that an unspecified system error (se) occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary. The device was returned for evaluation. A visual inspection was performed on the device. The device received full functional testing, electrical safety testing, calibration and a simulated therapy was performed with no issue noted. The event history log review was performed and the following alarms were noted: system error 1087, system error 1031, check final line alarm, check patient line alarm and a low drain volume alarm. The reported issue was verified through the event history log as a system error 1087. The cause of the reported issue was determined to be the power supply, which was scrapped to resolve the problem. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.